Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a ureteroscopy procedure using a ncircle delta wire tipless stone extractor, the yellow connection at the handle broke and the basket was not usable. It is unknown how the procedure was completed after this difficulty. No unintended section of the device remained inside the patient, and the patient did not require any additional procedure as a result of this occurrence. There were no adverse effects to the patient. Additional details regarding the patient and event have been requested. At this time, no additional information has been provided.

Event description:
Information that was received 29jul2020 that was inadvertently not reported on the initial report: patient demographics are not available. Lot number is unknown as the packaging was discarded by the customer. The procedure was completed using a competitor's basket.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Event summary: it was reported during a ureteroscopy procedure using two ncircle delta wire tipless stone extractors, the yellow connection at the handle of the devices broke and the baskets were not usable. The procedure was completed using a competitor's basket. No unintended section of the device remained inside the patient, and the patient did not require any additional procedure as a result of this occurrence. There were no adverse effects to the patient. Investigation - evaluation: reviews of the instructions for use (IFU), manufacturing instructions, and quality control procedures of the device were conducted during the investigation. The device was not returned for investigation. No physical examinations could thus be performed. The device lot was not provided. A review of the device history record was unable to be conducted. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions for use which cautions, ¿enclose the device in the sheath before removing from the tray/holder,¿ and, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ based on the information available, investigation has concluded that the event may have occurred due to improper handling of the device. Observation in the field has indicated that the user facility may have attempted to test the device while it was still in the packaging. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 25aug2020. As reported, two baskets were used during the procedure, both of which were not usable due to a break at the yellow connection at the handle.